Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coil. Upon removal from the packaging, the pusher of a pc400 coil was found kinked and was not used.

Manufacturer narrative:
The proximal end of the pusher assembly was kinked approximately 5.0 cm from end. The pet lock was intact on the proximal end of the pusher assembly. The coil was intact at the distal end of the pusher assembly. The coil also had congealed blood on it. The complaint has been evaluated. The complaint indicated that the pc400 coil pusher wire was kinked during removal from the packaging hoop. Evaluation of the retuned device confirmed the pusher assembly was kinked. This type of damage typically occurs if the device is improperly handled while being removed from the packaging hoop. If force is applied while removing the device from the packaging hoop, it is likely that damage will occur. The packaging hoop and introducer sheath were not returned. This means the pc400 device made it past the removal of the packaging, even though the complaint mentions that the device was damaged during removal from the packaging hoop. This device was noted as covered in blood prior to decontamination. These devices are 100% functional tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.